Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported vent inop due to machine and proximal pressure sensor failure during the power on self test. There was no patient involvement.